Event description:
The 38mm asd device was implanted in patient. However, one day later the device embolized to the left ventricle. The device was surgically removed and the condition of the patient was stable.